Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-13649. It was reported that the patient presented to the emergency room due to syncope, low heart rate, and the patient had fallen. Device interrogation revealed high capture thresholds on the right ventricular (rv) lead and initially programming changes were performed to resolve the issue. A portable chest x-ray was performed and dislodgement was observed. One hour later the physician noted that the rv lead exhibited loss of capture. Additionally the atrial lead exhibited lack of slack with no electrical issues. The physician elected to revise the leads. During the revision procedure the rv lead helix would not extend, so the physician explanted the lead and use a different one to complete the procedure. Slack was added to the atrial lead and it remains implanted. The patient condition was stable.